Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being a brittle diabetic and blood glucose could drop quickly within minutes. Customer reported of having high blood glucose of 400 mg/dl which was treated with insulin pump. Customer also had low blood glucose of 63 mg/dl at the time of call. Customer sometimes treated blood glucose with a glucagon. Customer reported of having a difficult time adjusting to changes made to basal rates by healthcare professional. Customer did not with to troubleshoot for high blood glucose